Manufacturer narrative:
The insulin pump passed the displacement test and the rewind test. The insulin pump alarmed during the basic occlusion test and the prime test due to moisture damage to the force sensor resistor. A corroded motor home switch was noted. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that the customer received a motor error alarm. Customer's blood glucose level at the time 7.9mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.